Manufacturer narrative:
(B)(4). Empty, broken advancer. Eval summary: the analysis results confirmed that one el5ml device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the el5ml instrument (b) found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the el5ml instrument (c) found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. The lockout was broken and the advancer was found to be broken. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the three devices misfired. The customer used an er320 to complete the case with no pt consequence.